Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Alleges device failed causing injuries, muscle damage, difficulty ambulation and pain. After review of medical records for MDR reportability it was reported that the patient was revised to address end stage degenerative arthritis, pain, weight bearing and difficulty in walking. Revision note stated, there was 1 cc of fluid in the shell and there also some black film on the back of the liner. There was no evidence of soft tissue destruction doi: (B)(6) 2005 : dor: (B)(6) 2012 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.